Manufacturer narrative:
(B) (4). The device was discarded and therefore not available for evaluation.

Event description:
The customer reported to their baxter IV representative that the three way standard bore stopcock leaked during use on 3 separate patients. There were 2 cases of temporary harm when vital signs became unstable and medication drips increased until the leak was discovered. This report is for patient (B) (6). Temporary harm to the patient was reported because vital signs became unstable and medication drips increased until the leak was discovered. The leak was said to have occurred while infusing medication drips such as versed, dopamine, and a couple cases of lipids. It is unknown how long into the infusion the leak occurred. The lines are changed within 72-96 hours so the leak occurred before the change time. No specific information is available about where the leaks occurred on the stopcock. It is unknown if all connections were secure. The nurse assumed connections were secure when the IV was hooked up/lines changed. A pump was not used in this incident. When a nurse hooks up the IV tubing, the packaging is not saved; therefore, it's extremely difficult to capture lot numbers. No samples are available for evaluation and lot numbers are unknown. No additional information is available.

Manufacturer narrative:
(B) (4).mdq-CAPA-(B) (4) was initiated to address incompatibility of standard bore stopcocks with lipids.

Event description:
During a follow up phone call by product surveillance to the hp on 4/16/2010 regarding the leak, it was revealed that the home patient (hp) had found the leak during use when she noticed a small puddle of fluid on the floor. The hp stated that she did not notice any defects on the disposable. Per hp, she did not have any adverse event following the leak incident. The hp stated that she had discarded the disposables the same day. The hp further stated that she does not know the lot number and that she is on to a different box of supplies. The hp stated that she is doing fine and continuing therapy without any difficulties. No patient injury or medical intervention was indicated at this time. No further information was provided.